Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, restenosis, 70% stenosis in the distal right coronary artery. Reportedly, the 3.0 x 12mm rx nc trek balloon catheter was advanced; however, the balloon could not be inflated after several attempts. A little bit of resistance was felt when removing the protective sheath. Resistance was felt during advancement of the balloon catheter. A non-abbott balloon dilatation catheter was used and successfully inflated. There were no adverse patient effects. No additional information was provided.